Event description:
It is reported that the pt was revised due to loosening.

Manufacturer narrative:
Eval summary: surgical notes and x-rays have not been provided at this time. An investigation for tibial loosening was previously completed and indicated that the current rates of tibial loosening are acceptable. The investigation included eval of pt conditions, product design and mfg, and surgical technique. A variety of pt conditions could be significant factors, such as, bone quality, bone deficiencies, disease progression, weight/height, activity level, compliance to doctor's instructions, infection, and trauma. The investigation showed no evidence that the product design was a conclusive contributing factor to loosening. It is also noted that cementing practices can contribute to successful, cemented tka. The device history records were reviewed for the tibial plate and bone cement and found conforming. If eval of the product, upon receipt, indicates a root cause the complaint will be re-opened.